Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023. H6: investigation summary the customer reported the tubing fell apart straight out of the bag. The sample returned verified the complaint, and was separated at the smart site. The root cause was found to be the solvent application process. A quality alert was issued 14aug2023 the reinforce the correct assembly process and avoid gaps. Device history record review for model 10013902 lot number 23029132 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the tubing separated from the adaptor. There was no report of patient impact. The following information was provided by the initial reporter: quality complaint ¿ damage (out of box). Did not occur during patient use. Tubing fell apart upon removal from the package (unused).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector the tubing separated from the adaptor. There was no report of patient impact. The following information was provided by the initial reporter: quality complaint ¿ damage (out of box) did not occur during patient use. Tubing fell apart upon removal from the package (unused).